Event description:
During a standard inspection of a customer returned asset, the forceps elevator on the evis exera ii duodenovideoscope had foreign material due to insufficient or incorrect reprocessing. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were found during the device evaluation. The bending section cover had a cut. Due to a cut on the bending section cover, water tightness was lost. Adhesive on the bending section cover was detached. The connecting tube had a scratch and a wrinkle. There was a cut on the heat shrinking tube of the forceps elevator lever. The image guide protector and light guide lens had a chip. The forceps channel port and suction cylinder were shaved. The grip, universal cord, switch one (1), and the light guide lens had a scratch. The control unit was deformed. The right/left/up/down knobs and universal cord had discoloration. The connector had a dent. The angulations were out of specification. There was play on the angulation control knob. The light guide bundle had breakage. The plastic distal end cover and the light guide lens were dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: user¿s reprocessing around the forceps elevator after procedure was insufficient. Foreign material adhering to the elevator became dry and adhered since the user did not reprocess the device immediately after procedure. The instructions for use (IFU) (reprocessing manual) says about brushing method around forceps elevator in the following section: "manual cleaning: brushing around the forceps elevator and instrument channel outlet¿. Furthermore, the IFU (reprocessing manual) states as follows: "precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ from the above, it was considered that the suggested event could have been prevented. Olympus will continue to monitor field performance for this device.